Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 08-nov-2016 which refers to an adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) placed on or around (B)(6) 2015. Her post-procedure period has been marked by increasingly severe pain and discomfort, including chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, excessive migraine headaches, excessive rashes, excessive weight gain, excessive dental problems, chronic fatigue, and excessive hair loss. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms at hospital and from her physicians but was unable to resolve her symptoms. On or around (B)(6) 2016, plaintiff underwent surgery to remove her essure coils. In addition, it was informed that she is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain / increasingly severe pain amongst non serious events. She underwent surgery to remove her essure coils about 10 months after essure insertion. Chronic pelvic pain / increasingly severe pain is anticipated in the reference safety information for essure. Considering that pelvic pain may occur after essure insertion and the lack of alternative explanation, a causal relationship between chronic pelvic pain / increasingly severe pain and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc (ptc global number: (B)(4)) received on 07-dec-2016: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality defect per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No further information was provided. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain / increasingly severe pain amongst non serious events. She underwent surgery to remove her essure coils about 10 months after essure insertion. Chronic pelvic pain / increasingly severe pain is anticipated in the reference safety information for essure. Considering that pelvic pain may occur after essure insertion and the lack of alternative explanation, a causal relationship between chronic pelvic pain / increasingly severe pain and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.